Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve while using this delivery catheter system (dcs), while attempting to recapture the valve, the implanting physician reported that it did not feel "normal" while turning the deployment knob. The dcs was withdrawn into the descending aorta, and under fluoroscopic view, it was reported that the capsule had stretched and become "necked". The dcs and valve were withdrawn from the patient. Outside the body, the team attempted to remove the valve from the capsule, however the stretched portion separated from the catheter shaft and was trapped inside the capsule. A new dcs and valve were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The valve could not be removed from the dcs and therefore analysis on the valve could not be performed. The dcs was received with the capsule partially opened and with the end cap/screw gear snap fit connected. The dcs handle was intact. The tip-retrieval mechanism was intact. The deployment knob retracted and advanced the capsule. Delamination was observed over the nitinol reinforcing frame along full length of the capsule. A break was observed in the capsule nitinol reinforcing frame near the proximal end. The separation site was observed to be jagged and uneven. There was damage observed on the threading of the screw gear. The reported event for the separation of components was confirmed in the analysis. However, the reported event for the inability to capture could not be confirmed in the analysis. Conclusion: not yet available, investigation evaluation of the product is in progress. Updated data: d9, h3, h6 method, result, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was returned to medtronic for analysis. Images were also provided for medtronic¿s review. Delamination was observed on the returned dcs capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or a misload has occurred. In this case, it was stated that the patient had calcified femoral arteries. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. A capsule separation was observed on the returned dcs, confirming the reported event. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. In this case, it was reported that the patient's calcified femoral arteries and aortic root, which contributed to the capsule separation. Images provided for review also confirmed the capsule separation. No imaging of the fluoroscopy valve load prior to start of procedure was provided to confirm or deny an adequate load. Based on the investigation completed into capsule separation, there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule separation is unknown however, patient anatomy and use conditions due to challenging anatomy (insertion angle, force required to advance, torquing of the catheter) were likely the potential contributing factors to capsule damage a device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve was recaptured two times prior to the capsule separation due to the valve being c onstrained. It was reported that the patient's calcified femoral arteries and aortic root contributed to the capsule separation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Code a150101 was incorrectly applied and does not pertain to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutr valve, product ID: evolutr-29, serial: (B)(6), use by date: 2023-07-14, UDI: (B)(4). Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the dcs. The valve could not be removed from the dcs, therefore, an analysis on the valve could not be performed. Conclusion: the valve device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve could not be analyzed as it was received stuck in the dcs capsule as a result of the capsule stretching and separating from the catheter shaft. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for prope r instruction on the use of balloon catheter devices." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), while attempting to recapture the valve, the implanting physician reported that it did not feel "normal" while turning the deployment knob. The dcs was withdrawn into the descending aorta, and under fluoroscopic view, it was reported that the capsule had stretched and become "necked". The dcs and valve were withdrawn from the patient. Outside the body, the team attempted to remove the valve from the capsule, however the stretched portion separated from the catheter shaft and was trapped inside the capsule. A new dcs and valve were used for a successful implant. No adverse patient effects were reported. Additional information was received that there was no unusual resistance while loading the valve. The valve was recaptured two times prior to the capsule separation due to the valve being constrained. It was reported that the patient's calcified femoral arteries and aortic root contributed to the capsule separation.